Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, while preparing for the case, resistance was encountered when the handle was actuated and the array failed to extend easily. No issues were visible with the electrode. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination noted that the device was received with the array retracted. Functionally, the array was able to be extended and retracted without difficulty. When extended, the presence of heavy residue was noted on the array. No device damage was visible. The condition of the returned incident device was not consistent with the complaint that the array was difficult to extend. There is always a slight, inherent resistance felt when extending the array, but the functional evaluation confirmed that it was not unusual or unexpected. Additionally, during manufacturing, electrode devices are 100% inspected for integrity and functionality. Since the specific cause of the user's issue cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, while preparing for the case, resistance was encountered when the handle was actuated and the array failed to extend easily. No issues were visible with the electrode. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.